Event description:
It was reported that the pump delivered bolus insulin doses without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation is not yet complete. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.